Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Unable to verify prime alarm due to motor error alarms. The motor was tested outside the device and passed. Insulin pump received with cracked case at the display window corners, reservoir tube and battery tube threads and minor scratches on display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm during the manual prime. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 325 mg/dl. No further information reported.